Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on (B)(6) 2013, for femoral neck fracture. It is reported that on (B)(6) 2013, two cortex screws broke. Patient returned to the operating room on (B)(6) 2013 and hardware was removed. No further information is available at this time. This report is for an unknown 4.5 cortex screw. This is #5 of 5 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.